Event description:
It was reported, that the battery could not be charged. The customer¿s blood glucose level was 180 mg/dl. Customer went to the emergency room for assistance with obtaining a back up method for insulin delivery, due to pump not being able to be used. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.